Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u225 aortic valve, implanted (B)(6) 2011; dtbb1d1 crt-d, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves due to the patient being in atrial fibrillation (af). No action was taken and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.